Event description:
During a laparoscopic sigma operation the ptfe pad became a partial separation after a short time of use. The physician replaced the subject device with a similar device and the procedure was completed. There was no pt harm reported. The missing piece of ptfe was fallen off after operation (by cleaning and disinfection by customer for send back).

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.